Event description:
It was reported that during a da vinci-assisted surgical procedure, the monopolar energy was not working on neither ports. The customer replaced the monopolar energy cable but the issue remained. The customer stated that an error c-34 was present with the issue. The customer replaced the erbe generator to continue the case. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer confirmed that the system was properly working when it powered on without errors. The customer used an external generator to continue the case.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The probable cause of error c-34 is attributed to a faulty electrical component inside the erbe generator. This error indicates a lower voltage than expected during energy activation.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electro surgical generator unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu was analyzed and the reported failure (iesu faults) was confirmed and reproduced on erbe connected to system. Logs showed (25913 c-34/c-92 errors 4/09/2025.) Visual inspection:(the cover has scratched on side cover.) (C-34 error on start and mono coag activation) erbe unit that was placed on golden system and was run in normal mode. Failure analysis concluded that no root cause could be attributed to this issue. As a result of these findings the unit will be returned to OEM for additional failure analysis. The complaint was confirmed based on the failure analysis. The probable root cause is attributed to electrical defect of the iesu.